Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (¿other¿ and ¿foreign¿ was inadvertently selected on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Additionally, the unit had material deformation, corrosion stains, and a dark spot on the optical lens. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the eye piece on his olympus oes elite telescope was broken during reprocessing. This event had no patient involvement.